Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device being inoperative could not be confirmed. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The respiratory therapist who notified the reporter (distributor) advised that they had just placed the patient on to the ventilator when the reported issue was observed. No further details about the patient or the event were provided. Ventec has attempted to contact the reporter in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.